Event description:
It was reported that there was a problem with the purple clip not locking during a thoracotomy approach implant. It was recommended to rotate the pump while in the sewing ring (inflow within the heart in a normal position), and to rotate the pump right while trying to lock the purple clip. The recommendation worked and the issue was resolved. There were no alarms associated with the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H6 additional health effect clinical codes: 1721 - arrhythmia. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient experienced cardiac arrhythmia on (B)(6) 2024. The patient had a wide complex ventricular rhythm and received lidocaine bolus. No effect was noted with the patient and they were to be paced and monitored by implantable cardioverter defibrillator appropriately. The arrhythmia resolved without sequalae on the same day. On (B)(6) 2024, the patient passed away due to right heart failure that had begun on (B)(6) 2024. The death was not thought to be related to the device or the implant procedure.

Event description:
Additional information was received that the patient's coagulopathy was managed with intraveneous platelets as much as possible for increased platelet goal.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), the reported patient outcome, and the events leading up to the patient outcome cannot be conclusively determined through this investigation. Additionally, the cause of reported cuff lock engagement issue cannot be conclusively determined. The account communicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure, thromboembolism, hemolysis, bleeding, infection, sepsis, cardiac arrhythmia, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU, ¿patient care and management,¿ provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section lists thromboembolism, arrhythmia, and infection as late post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient received 43 red blood cells (rbc) units between dates (B)(6) 2023 following left ventricular assist device (lvad) and right ventricular assist device (rvad) implant on (B)(6) 2023. The patient left operating room on (B)(6) 2023 with open chest, followed by multiple days of increased chest tube output concomitant with sternal and left thoracotomy closure on (B)(6) 2023. The patient experienced chest tube output over 24-hour period during dates (B)(6) 2023, with approximate output of 4360 ml, during dates (B)(6) 2023, with approximate output of 3288 ml, during dates (B)(6) 2023, with approximate output of 7722 ml and during dates (B)(6) 2023, with approximate output of 3340 ml. Additionally, the patient underwent right video-assisted thoracic surgery (vats) procedure with necessity of increased intercostal window incision for removal of right hemothorax on (B)(6) 2023. Patient ldh lab results were noted to be 704 u/l on date (B)(6) 2024. The patient was started on IV antibiotics on (B)(6) 2024 for increasing white blood cell count. There were positive gram-positive cocci on pneumonia panel and noted pleural effusions/opacities in right lung. Patient was on IV antibiotic regimen until (B)(6) 2024. X-ray was performed. The patient received 1 rbc unit on (B)(6) 2024 for decreased hemoglobin (hgb) of 7.6. The patient had noted continued chest tube output that did not exceed 2 litter over 24-hour period. On (B)(6) 2024, the patient noted to have heme tinged og tube output along with suspected gastrointestinal (gi) bleeding. Rbc units given for hgb management. Patient experienced hgb drop overnight, with necessity of rbc units be given. On (B)(6) 2024, patient began having increased hematochezia with necessity of ebc being given as needed and IV octreotide being started. The patient experienced bleeding on (B)(6) 2024 at right groin cannula site that accommodated pre-implant temporary support cannula. Wound site was attended to with cautery and packing to resolve excess bleeding. The patient remained intubated on (B)(6) 2024 with necessity of continued respiratory support. The patient was transitioned to tracheostomy on (B)(6) 2024. Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2024 and showed consistent blood/clots throughout gi, noting consistent oozing but not active lesions being seen. Hemoglobin continued to be managed as appropriate with rbc units being given as appropriate. On (B)(6) 2024, patient total bilirubin and ast levels were noted as 62.1 gm/dl and 147 u/l respectively. On (B)(6) 2024, patient noted to have altered mental status/encephalopathic symptoms. Head computed tomography (CT) was obtained, showing small parafalcine subdural hematoma without mass effect or noted hemorrhaging. The patient noted to follow commands in all extremities but did not appear alert or oriented. Abdominal CT on (B)(6) 2024 noted an inferior vena cava thrombus. The same day follow-up head CT showed stable subdural hematoma. The patient noted to also be in acute liver failure that may contribute to encephalopathic picture. On (B)(6) 2024, the patient pneumonia panel and respiratory culture returned with gram positive/negative cocci. The patient was started on appropriate IV antibiotic therapies. Patient blood cultures taken on (B)(6) 2024, resulted positive with gpc/gnc, streptococcus, and multiple candida species. The patient was started on appropriate antifungal/antibiotic IV therapies for noted results. Patient concomitantly exhibited septic picture, with patient necessitating continued ventilator support, decreased platelet count, hyperbilirubinemia, decreased glasgow score, and continued vasoconstricting agents. There were no noted changes in patient condition/anticoagulation status that could have contributed to sdh timing. Patient¿s critical state and anticoagulation management at time of event discovery were consistent. No specific treatment was initiated in association to event. The patient was unable to be weaned form vasopressor support during 14-day post-operation period.